Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a black screen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) was informed that during device check, the device was found to have a black screen. During onsite service by a field service engineer (fse), it was confirmed that the unit needs a replacement generation 2 lcd assembly. The rse informed the customer of the parts required for replacement. Onsite service will be performed. The investigation is ongoing.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered lcd assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the liquid crystal display (lcd) assembly, user interface (ui) printed circuit board assembly (pcba) to lcd cable, and lcd cable. The fse completed a full performance verification test according to the manufacturer's specifications, and the device passed all of the testing. The device was returned to use.

Manufacturer narrative:
The replaced user interface (ui) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that, with the returned ui pcba of the ui assembly installed, the device powered on without issue when using the power on button. The pil tech verified that the ui pcba operated as designed. The test device that the ui pcba was installed into passed all testing performed. The pil tech concluded that the alleged issue could not be duplicated, so no fault was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.